Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) battery power supply was not working. The spare equipment has been used normally. No harm has been caused.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; b5, b6, b7, d10, h6(impact code) a getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the power supply assembly to resolve the issue. The equipment has passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
It was reported by customer that during before use the cs100 intra-aortic balloon pump (iabp) battery power supply was not working. There was no patient involved.